Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose reached 373 mg/dl after a supply change and the ilet insulin delivery remained paused due to an incomplete procedure, with an on-device alert to change insulin; insulin delivery was then resumed per on-screen prompts, and the event involved user procedure issues with the tubing component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Thank you for your attention to these details.